Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had her insulin pump for 5 years. Customer stated that she got a new pump and when she gets sick, her blood glucose goes up. Customer's blood glucose was over 400 mg/dl 2 weeks ago. Customer declined troubleshooting.